Event description:
Implants were inserted in 2004 and after implantation they noticed expiration dating of package, end of august, 2004 (08/2004). However, up to date no post-operative complications referring to this case, are reported.